Event description:
Reporter indicated the patient's device was programmed to off as it was believed that the vns therapy was exacerbating the pt's pre-existing sleep apnea. Both the pt and their current neurologist believe that the ncp system should not have been implanted and is likely producing no benefit. Treating neurologist indicated that the ncp system would be explanted at a later date if the pt continued to do well with the device programmed to off.